Event description:
A nurse reported a home patient (hp) that did not wear a mask and developed peritonitis, coincident with dianeal therapies. On an unreported date, the patient did not wear a mask and then the patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. Two days later the patient was hospitalized for peritonitis. The patient was treated with vancomycin and ciprofloxacin (doses, frequencies, and routes not reported) for the peritonitis. The next day the patient was retrained on wearing a mask and proper aseptic technique during therapy. Two days later, the patient was discharged from the hospital with take home medicines. The home patient had recovered.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable root cause was determined to be a use error. If additional relevant information becomes available, a follow up report will be submitted.a labeling review was completed and determined that the instructions provide sufficient level of detail on preventing the condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.